Event description:
The customer reported the color of the endoeye flex deflectable videoscope was strange and the image was abnormal. The issue occurred prior to an unknown therapeutic procedure. It was unknown if the patient was under anesthesia. The scope was replaced with a similar scope to complete the procedure. There was a five minute delay to the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the color tone of the image was abnormal due to damage to the imaging unit. The report is being submitted due to damaged imaging unit found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the adhesive part of the objective lens came off, the curved rubber adhesive part was missing, the video cable was broken, the paint of the up/down plate was peeling, the right/left plate was discolored, the dirt on the switch #1 was difficult to remove, the video connector was cracked, the display of the light guide connector was incorrect, the light guide connector was discolored, the video connector case was cracked, dirt was difficult to remove on the up/down angle fixing lever, the up/down angle fixing lever was discolored, the label of the video connector came off and scratches were found on multiple part of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit. Olympus will continue to monitor field performance for this device.